Event description:
Unomedical reference number (B)(4). Event occurred in the united states . It was reported that patient faced four infusion set cannula was bent event on (B)(6) 2024. The blood glucose level was displayed high at the time of event and was managed by multiple daily injections (mdi). The event occured 3 or more hours after insertion. The site of insertion was at abdomen. The infusion set was in use up to a day. Patient replaced infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 4.